Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.2 all pockets were not detected on the bus. A field service engineer (fse) tested the drawer 4.2 in hardware test application and found that cubie pockets were not shown. The fse shut down the station, reseated all the cables in drawer 4, restarted the station, tested the drawer in diagnostics, restarted the application and resolved the issue. The customer was able to access drawer, inventoried medication and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.